Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power supply, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the battery charger indicator of the cs100 intra-aortic balloon pump (iabp) was not showing. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the battery charger indicator of the cs100 intra-aortic balloon pump (iabp) was not showing. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the battery charger indicator of the cs100 intra-aortic balloon pump (iabp) was not showing. There was no patient involvement, and no adverse event reported.